Event description:
It was reported that on (B)(6) 2023, the patient presented with chest pain. Imaging revealed a tandem 90% in stent re-stenosis in the mid left anterior descending (mlad) artery with calcification. A 2.75x48mm non-abbott stent was deployed and a perforation was noted. The 2.5x26mm graftmaster covered stent was attempted to be deployed at the perforation; however, the stent balloon would not inflate. An attempt was made to remove the grafmaster and during removal, the stent dislodged in the middle of the previously implanted stent. The dislodged stent was retrieved with a microcatheter covered with a flush 0.014 whisper guide wire with difficulty. The implanted stent was deployed with serial dilatation with an 1.5mm, 2.5mm and 3.0mm balloons; however, tamponade worsened. The pericardium was drained with a 6f sheath, but the patient went into cardiac arrest. CPR was performed to revive the patient. The patient was intubated and ventilated, then a 3.5x26mm graftmaster cover stent was deployed at 6 atmospheres (atm) followed by post dilatation with a 3x10mm nc balloon at 8 atm. Imaging showed continued bleeding and perforation. Balloon tamponade was performed and echo showed no tamponade, however, hypokinesia was noted in the lad. An intro aortic balloon pump (iabp) was placed. On (B)(6) 2023, the patient went under surgery to drain and close the perforation and to graft distal lad with cardiac tamponade and repair; however, the patient went into bradycardia with hypotension and CPR was started followed by an injection of adrenaline. Return of spontaneous circulation was achieved and the procedure was completed with cardiac tamponade exploration, right ventricle repair and multiple blood transfusions. On (B)(6) 2023 pleural effusion was noted. A hypoxic encephalopathy neurology reference was taken and a brain MRI was advised. The patient was on high inotropic support and on a mechanical ventilator. On (B)(6) 2023 ccrt was started and the patient was managed with antiplatelets, IV antibiotics and medication. The patient had multiple episodes of ventricular tachycardia, direct current shock and antiarrhythmic drug was given. On (B)(6) 2024 the patient went into cardiac arrest with severe bradycardia. Although, CPR was started the patient died. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in the description of incident is filed under a separate report number d4 - the UDI is not known as the part and lot number were not provided

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, it is possible that during advancement interaction with the calcified and 90% stenosed anatomy/other devices and/or inadvertent mishandling resulted in compromising the inflation lumen of the device; thus during attempted deployment resulted in the reported difficult/delayed activation (stent balloon would not inflate) however this cannot be confirmed. A conclusive cause for the reported difficult/delayed activation difficulty cannot be determined. During removal interaction with the previously implanted stent resulted in the reported stent dislodgment. The treatment appears to be related to the operational context of the procedure as reportedly the dislodged stent was retrieved with a microcatheter covered with a flush 0.014 whisper guide wire with difficulty. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of cardiac tamponade is listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) as a possible adverse event. A cine was received and reviewed by an abbott vascular clinical specialist: "the complaint summary states that a 2.5 x 26 mm graftmaster stent failed to deploy, and the stent then stripped off the delivery system when withdrawal was attempted. The provided media (angiography videos) confirm the procedure description as the 2.5 x 26 mm graftmaster stent in question is observed delivering to the anatomical area in question but not deploying. The undeployed stent is then observed to be present in the anatomy but no longer on the deployment system (stripped). A probable cause for the graftmaster not deploying cannot be determined from the provided media. A probable cause for the graftmaster stent stripping off the delivery system is interaction with the previously deployed stents in the anatomical area. Deployment of the 2.5 x 26 mm graftmaster stent was completed with serial dilations of smaller balloons inserted into the stent¿s lumen. However, the deployment of the 2.5 x 26 mm graftmaster was in the incorrect location, not covering the perforation. A second graftmaster stent, 3.5 x 26 mm, was successfully advanced and deployed at the area of the perforation. Initial contrast injections post-deployment of the 3.5 x 26 mm graftmaster show continued perforation bleeding. However, this bleeding from the perforation site ceases in later contrast injections and is not seen in the final contrast injections once the interventional equipment (guidewires and balloons) has been removed." Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.